Manufacturer narrative:
The manufacturing date has been corrected, see section h4 for the device manufacture date.

Manufacturer narrative:
D4 unique identifier (UDI) was corrected from: (B)(4) to (B)(4).

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were 1446 unused samples received for the investigation. Upon a visual inspection, 58 samples did not have an x-ray indicator inserted; the reported condition is confirmed. The affected component is produced by an external supplier; the manufacturing plant assembly process only consists of a pick and place operation for this material. As part of continuous improvements, a formal investigation has been opened with the supplier to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The device history record (DHR) for lot 1929407164 indicates the product was manufactured on 04/12/2021. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were 1446 unused samples received for the investigation. Upon visual inspection, 58 samples did not have an x-ray indicator inserted. Therefore, the reported condition is confirmed. The affected component is produced by an external supplier; the manufacturing plant assembly process only consists in a pick and place operation for this material. A notification was sent to the supplier to investigate this issue. If additional information is obtained, this file will be re-opened for further investigation. At this time, a corrective and preventive action is not deemed necessary. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they opened 2 packages and 1 was missing the x-ray indicator.